Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: the broken part of the file was removed from the root canal by endo specialist. Since this is the case the (B)(4) applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information. Correcting this event from reportable to non-reportable. Applying (B)(4). The broken part of the file was removed from the root canal by endo specialist. Since this is the case the (B)(4) applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information.